Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. In accordance with the instructions for use, the device was removed with counter-traction and an assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed with no detected damage or anomaly normally associated with difficult device removal. All observations indicated normal device operation. Based on the investigation findings, the root cause for the reported event could not be determined, as the device performed to specifications. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.